Manufacturer narrative:
Examination of the returned devices by a depuy principle engineer finds wear patterns on the femoral head suggesting the liner disassociated and contacted the acetabular cup. However, because the cup was not returned for examination, this cannot be confirmed for matching wear. The returned liner also shows signs of unusual wear, four of the ards have been fractured, further indicating the eccentric loading. Wear patterns on the returned liner indicate the neck of the stem may have been impinging the liner. It is further hypnotized that because the ards were broken from the contact of the neck of the stem on the liner, then the excessive load may have caused the liner disassociation. However, the stem was not returned for examination and the neck impingement cannot be confirmed. Review of provided patient post-primary, pre-revision, and post-revision x-rays by a depuy principle engineer finds eccentric loading is confirmed in the pre-revision posterior and lateral x-rays views. A search of the complaints databases finds no other reports against the product and lot code combinations since their release to distribution. The investigation can draw no conclusions with the information provided coupled with the lack of the acetabular cup and femoral stem for examination. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Revision of knee-tep because of loosening of the inlay from the cup.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.